Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated when the subject device was turned the power on, and also found that the reported phenomenon was not duplicated when the subject device was disassembled and connected to the inspection device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the electrical components on the image processing electrical circuit board of the subject device, due to deterioration, overcurrent, or static electricity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the endoscopic image was blackout during the incoming inspection of the subject device for the repair at olympus service operation repair center (sorc). There was no report of patient injury associated with this event.